Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. Upon investigation the ECG "c&d" cable was ripped from the electrode belt distribution node. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had a damaged cable. The last pt to use this electrode belt didn't report any deficiencies.